Event description:
It was reported that during implantation of an intraocular lens (iol) into the right eye (od) it was noticed that the central optic was scratched. The incision was enlarged to allow for removal of the iol and a successful intraoperative lens exchange was performed using a backup iol of the same model and diopter. Sutures were not required. Per the surgeon, the likely cause of the event is the injector. The patient outcome is good.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.